Event description:
Info received indicates the backrest is drifting down very slowly.

Manufacturer narrative:
The tech isolated the issue to the head section cylinder. He replaced the head section cylinder to repair the bed.